Event description:
It was reported that, on an unknown date, a spiros became disconnected during an infusion. There was no patient harm reporter. This is the second of nine occurrences.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional information: d9 - date returned to mfg was auto-populated and due to system limitations cannot be removed. The device was not returned to the manufacturer for evaluation.